Event description:
It was reported that the helix fractured and detached from the temporary pacing lead. The location of the helix is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the helix was fractured. It was noted that there was blood in/on the helix/lobe mechanism and the lead was stretched. The helix was broken off and not returned.